Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had retraction issue. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received yet.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned. It was retracted and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedure damage. Meanwhile, x-ray examination was normal. The cause of the reported event was isolated to blood in the helix region and over torque of the inner coil.